Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication; stall was due to shaft-bearing; and stall due to gear wheel three. The previously reported conclusion code has been updated. The previously reported method code event and has been updated. The previously reported results code has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via an manufacturer's representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump. It was reported that the pump was interrogated pre-op and it was found that there was a critical alarm for motor stall. The pump had been stalled for over 500 hours. The pump was replaced and the issue was resolved. The pump would be returned for analysis. No symptoms were reported. The patient status was noted as "alive-no injury." No further complications were reported.